Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump started the fill tubing process without the customer requesting to fill the tubing. Customer disconnected from the site and loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.